Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn over the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok, up arrow, and contrast buttons were intermittently responsive; the down arrow button responded appropriately. During investigation evidence of contamination was found under all key contacts and the ok contact was found to be misaligned.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were torn and all the keypad buttons were difficult to presses. The reporter was unable to confirm if the response issues or the damage had occurred first. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.